Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported on (B)(6) 2012 the infusion device displayed a w2 (battery low) error message. Pt stated on (B)(6) 2012 in the morning, she experienced an elevated blood glucose level of 357 mg/dl and the infusion device was "dead". Pt's normal blood glucose range was not provided. Pt reported she missed the e2 (battery depleted) error message. Pt stated she changed the battery and the battery cover but the infusion device doesn't start up. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.